Manufacturer narrative:
The pump had intermittent button response due to moisture damage keypad traces. No moisture damage on electronic assembly during visual inspection. The pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's device had moisture damage. The customer's blood glucose level was reported to be 203.4mg/dl. No further information provided.